Event description:
It was reported that during an ion endoluminal lung biopsy procedure, the patient developed bleeding during bronchoalveolar lavage (bal). The bleeding source was suspected to be from a bronchial artery, with an estimated blood loss of 200 cc. The cause was attributed to the use of biopsy forceps. The bleeding was controlled by wedging the ion catheter and using iced saline. Due to the bleeding, a radial endobronchial ultrasound was not performed. The patient did not require a blood transfusion or any other intervention and was discharged after the procedure. The physician noted that the patient possibly had prior tuberculosis and a cavitary nodule. The bleeding was not related to the ion system and would likely have occurred with another modality. No device malfunction was associated with the event.

Manufacturer narrative:
A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event.